Event description:
Diagnostic methods included the patient reporting on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The eval code-results and eval code-conclusion were updated.

Manufacturer narrative:
The implantable neurostimulator (ins) functioned properly for 48 hours at body temperature. The output was monitored across electrodes case (+) and e1 (-). The control device was programmed and monitor with the same parameters. The ins was received with the battery status at elective replacement indicator (eri). Several longevity estimates were performed based on the programmed parameters from the initial review of the ins when it was received for analysis. The actual system impedance is unknown, so one estimate was done at an assumed system impedance of 500 ohms and indicated 19.55 months to eri and 22.55 months to eos. Another estimate was done at an assumed system impedance of 1000 ohms and indicated 2.67 years to eri and 2.92 years to eos. According to the trace report, eri occurred at 19.99 months ((B)(6) 2014 to (B)(6) 2016). Based on the parameters received the ins experienced normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported device interrogation had abnormal results of volts too high. The etiology was programming/ stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387s-40, lot# va0mdgy, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0mdgy, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 the patient whose indication for use is movement disorders had experienced bilateral tightness in arms and mild zaps in arms days after a deep brain stimulator adjustment. The patient had paresthesia secondary to deep brain stimulation. The patient was reprogrammed on (B)(6) 2015. The outcome was resolved without sequelae.